Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event is confirmed as the product was returned. Visual examination of the returned product identified. Signs of use include some pitting and gouges on the device's handle. The strike plate and the tip of the impactor both have some gouges as well. There is residue remaining on the threads of the impactor. The black poly tip has fractured into two (2) pieces, and all pieces have returned. Hackle marks and river lines are present at the fracture site. Fracture surface artifacts of hackle marks, river lines, and a possible bending hinge suggest the bending overload failure mode. A review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial procedure, the impactor fractured. The correct surgical technique was used, and an alternate impactor was successfully used to complete the procedure. No complications, injuries, or surgical interventions were required, and no foreign bodies were retained due to this malfunction. The case was completed without any adverse outcomes to the patient. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.